Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g3, g6, h2, h3, h6 (investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) stated that error message not present when test equipment attached. The customer tried fiber optic sensor tested on different iabp and fault is tranferred. Therefore fault lies with sensor. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent. No further gfe attempts are required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) has a fiber optic connection failure.